Manufacturer narrative:
Photo analysis evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported capsular contracture, baker grade IV. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. This relates to the left device. The excised capsule was sent for anatomopathological analysis which found no evidence of malignancy.

Event description:
Healthcare professional later reported "we do not observe macroscopic rupture of the implants, but there is deformation with folds and gel disorganization due to capsular contracture¿ via ultrasound.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿ rupture: no observed rupture on the device. ¿ crease/folding of implant: observed creases on the device. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure particles, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture, baker grade IV. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. This relates to the left device. The excised capsule was sent for anatomopathological analysis which found no evidence of malignancy.